Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that display issue occured. A rotablator console refurbished was used for treatment. During procedure, it was noted that the front panel display of the console went blank. The staff did a power cycle to the rotablator and the issue was resolved. The procedure was completed with this device. No patient complications were reported.